Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe event or problem and explant date.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that the lead was surgically abandoned. It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The right atrial (ra) lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that the lead was surgically abandoned.